Event description:
During a follow-up in clinic, episodes of undersensing were noted on the device. Technical support was contacted and provided programming recommendations, however, no intervention was performed at the time. The patient was stable.